Event description:
It was reported that when using the bd pyxis¿ medbank tower scanner would not read the bin barcode when issuing sps suspension 15g/60ml, and the user had to restart the cabinet to re enter the bin barcode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed to scan and the user was unable to issue the medication. The technical support specialist (tss) remoted in, trained them to issue the medication and asked the user to scan and confirmed that the scanner was working and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.